Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the manuscript. The manuscript was written by m.e. Berend, j. L. Carter, and m. Ritter. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and/or allergic reaction.¿ product location unknown.

Event description:
Information was received based on a reviewed manuscript titled, "an intact acl is associated with poorer functional improvement after tka" which was a retrospective analysis to compare the differences in functional outcomes between patients who had an intact acl at the time of tka with those who had a deficient acl using the agc and vanguard knees manufactured at biomet. The study consisted of 4208 tkas with a normal acl and 1589 tkas with an absent acl in which the tka was performed from 1983 to 2013. This study reported that patients experienced joint infection on an unknown date after the initial procedures. In conclusion, acl deficiency was associated with lower pre-operative function scores, lower pre-op stair climbing ability and lower range of motion. At the same time, an absent acl may suggest an increased risk of infection after tka.

Manufacturer narrative:
(B)(4). This report is being submitted late as it has been identified in remediation. This follow-up report is being submitted to relay additional information. The following sections were updated: describe event or problem: added additional information, added brand name, added patient and device codes, added health professional, added additional manufacturer narrative. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) and complaint history review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Forty-four (44) patients required intervention to address infection on unknown dates between 1983 - 2013. The specific type of intervention is unknown. The average time to onset of infection is 3.4 years with a median of 2.2 years. Specific details of each event are unknown. A significant difference in infection rate between the two groups was noted. Patients with absent acls had more periprosthetic joint infections (1.9% s 1.0%, p=0.0064). This may be related to the fact that patients with an absent acl frequently have worse deformities and require greater soft tissue releases.